Event description:
Device 1 of 2. Please see MFR report #1627487-2010-02474 for device 2. On (B)(6) 2007, the patient was implanted with an scs system and had her leads revised and replaced on (B)(6) 2007. In (B)(6) 2010, the patient fell and reported subsequent pain, numbness, and loss of mobility in her affected leg. On (B)(6) 2010, the doctor removed both the lead and ipg. The system will not be returned.

Manufacturer narrative:
Device evaluation 1 of 2. Please see MFR report #1627487-2010-02474 for evaluation of device 2. Method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.